Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) showed high right ventricular defibrillation impedance. It was noted the right ventricular (rv) lead was connected and despite repeated fixation attempts into the device connector head, the high impedance persisted. The lead was replaced and high defibrillation impedance was still observed. The lead and the device were replaced; it was added "the lead probably without a reason, it seemed the issue was with the device." No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated the set screw was found in the connector bore.

Event description:
Further information was received, which indicated the left ventricular (lv) lead port of the crt-d was obstructed. No patient complications have been reported as a result of this event.